Event description:
Patient in cardiac surgery ICU, intensive care unit, experiencing difficulty following aortic valve replacement surgery. Patient waking up and, at the same time, ventilator alarming "high pressure." Alarm not heard by respiratory therapist. Subsequently, blood pressure dropped and alarmed, patient arrested, and could not be resuscitated.